Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ping meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9pm on (B)(6) 2015. The patient reported obtaining a blood glucose reading of ¿16.4mmol/l¿ on the subject meter at 9am on (B)(6). The patient manages their diabetes with an insulin pump. The patient reported administering 6.35 units of insulin in response to the reported reading. The patient reported developing symptoms of ¿dizzy, tired and low bg¿ at 11am. The patient reported testing their blood glucose at this time and obtained a reading of ¿3.3mmol/l¿ on the subject meter. The patient reported drinking some juice to treat these symptoms. The patient tested their blood glucose again 15 minutes later and obtained a reading of ¿3.1mmol/l¿. The patient reported drinking more juice and 15 minutes later they tested again with a reading of ¿5mmol/l¿. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury and they did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.